Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A health professional reported that knives sometimes do not cut properly during intraocular lens (iol) surgeries. There has been no impact to any patient. Additional information is not available for this report.